Manufacturer narrative:
E1-full facility name: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited dark¿ picture and was not evenly illuminated. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no other reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: no device problem was found a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited dark¿ picture and was not evenly illuminated. There were no reports of patient harm.